Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
During a polypectomy, the loop of the subject device could not be released after ligating the polyp. Therefore the doctor severed the insertion portion of the subject device and withdrew the endoscope from the patient. After that, the doctor inserted the endoscope again and cut the loop with the loop cutter. The intended procedure was completed with another device. No patient injury was reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The insertion portion was severed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of event is most likely related to the operator's technique. Based on the evaluation and the similar cases in the past, the failure of releasing the loop might be caused by catching the loop between the hook and the coil sheath after releasing the loop in the tube sheath for unspecified reason. The instruction manual of the subject device warns; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed."

Event description:
It was informed that the loop of the subject device could not be released after ligating the polyp. The details of the procedure were unknown. The doctor severed the insertion portion of the subject device. The fragment was retrieved. The intended procedure was completed with the subject device. No patient injury was reported.